Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that when connecting the set to the cap, the distal end of tubing, presumed to mean the spin collar, would "not lock," and then cracked when disconnected. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of the luer failing to lock, cracking, and subsequently disconnecting was neither confirmed nor replicated. The sample received for investigation did not exhibit any damage to the male luer components, or any indications of disconnection. During functional testing, the set was performing effectively when connected to and then disconnected from a laboratory extension set. The luer component was found to be within specification. The root cause of the reported failure was not determined.

Event description:
The customer reported that when connecting the set to the cap, the distal end of tubing, presumed to mean the spin collar, would "not lock," and then cracked when disconnected. There was no report of patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that when connecting the set to the cap, the distal end of tubing, presumed to mean the spin collar, would "not lock," and then cracked when disconnected. There was no report of patient harm.